Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was alarming dose done "a minute after feeding started". They stated that the pump was programmed at a rate of 500 ml and a dose of 200 ml. They stated that they tried to turn the pump off and back on, but that they were unable to turn it off. Mmd did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint and that they had no additional information to provide. (B)(4)